Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was blood observed in the helium tubing. No blood was seen in the balloon pump console. The iab was disconnected from the patient. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient. Medwatch 1002890000-2020-8003 received (B)(6) 2020. The intra-aortic balloon pump(iabp) was alarming, leak alert. Nurse noted blood in iabp catheter. Balloon catheter was removed from left axillary artery. New balloon catheter was placed.

Manufacturer narrative:
Additional initial reporter - (B)(6). Additional event site email - (B)(6). Additional event site telephone - (B)(6). Occupation - clinical risk manager updated describe event or problem, report source , other source - please specify , event site address line 2 the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was blood observed in the helium tubing. No blood was seen in the balloon pump console. The iab was disconnected from the patient. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient.

Manufacturer narrative:
Section h - evaluation method codes: added: historical data analysis; 4109; added: analysis of production records; 3331. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was blood observed in the helium tubing. No blood was seen in the balloon pump console. The iab was disconnected from the patient. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient. Medwatch (B)(4) received 30-april-2020 the intra-aortic balloon pump(iabp) was alarming, leak alert. Nurse noted blood in iabp catheter. Balloon catheter was removed from left axillary artery. New balloon catheter was placed.